Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 controller instrument, it was reported that the unit will not power on, and it was making some clicking noise. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that there was no error message. There was no damage noted on the unit, and there was no air involved with this issue. There was no abnormal electrical event. The unit was not used prior to the change out. The pump did not continue to function, as the unit was not in use. The hand crank was also not used, as the unit was not in use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation: the reported power/noise issue was verified during service. Service technician observed the reported issue. The issue was resolved by replacing ps cable assy, battery assy cable, as both had a damaged connector. Replaced blind intrcnc as both tabs were broken. Replaced the power supply for no ac power. Replaced the lower housing for worn pems. Calibrated the flow and pressure brds. Preventive maintenance was performed as per specification. D4: UDI updated. Correction: h5, h8. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.